Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and almost went into diabetes ketoacidosis. The customer's site came off at night, did not realize it and woke up with blood glucose at 555mg/dl. The customer put a new site and continued treating with pump. Customer stated the high blood glucose was not related to a malfunctioning set. Customer declined high blood glucose troubleshooting.